Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at unknown dose) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the end of service (eos) alarm was sounding. It was reported the eos alarm was not expected. It was also noted the elective replacement indicator (eri) alarm and eos alarm were missed. No patient symptoms were reported. No further complications were reported.